Manufacturer narrative:
The reported event of low pacing lead impedance was not confirmed. As received, a partial lead (connector portion) was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
Related manufacturer reference number:2017865-2021-39463. It was reported that the right atrial and right ventricular leads bot exhibited low impedance. Both leads were explanted and replaced. The patient was in stable condition.